Event description:
It was reported that the patient was revised to acetabular loosening. X-rays will not be available.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested, but not made available by the hospital. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Manufacturer narrative:
An event regarding loosening of a vitalock shell was reported. The event was not confirmed. Device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation indicated that. Insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot the event could not be confirmed nor the root cause of the reported acetabular loosening determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient was revised to acetabular loosening. X-rays will not be available.